Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and discovered that the wash buffer was leaking from the reservoir outlet fitting. The fse replaced the wash buffer reservoir and verified the system performance to published specifications. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak near the wash buffer reservoir of the access 2 immunoassay system. There was no exposure to bio-hazardous fluids. No injury was reported in this event.